Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 19nov2020.

Event description:
It was reported to philips that during preventative maintenance, the device was failing the electrical safety resistance testing. The device was not in use at the time of the event. This issue occurred during testing and maintenance on the device. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated that the unit should be reading at 0.2 or less and this device was reading 0.3. The customer stated when a different meter was used to test this device, the tolerance read within specification at 0.1.